Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The ins was reset using a lab programmer. Upon completion of this, the ins functioned correctly.

Event description:
Rep reported that this has been taken care of. A manufacturer engineer came out and restarted device.

Manufacturer narrative:
Continuation of d10: product ID a710, serial# unknown, product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep indicated that he was interrogating the patients device and making programming changes. When he was in the clinician app session the patient tried to interrogate device with the patient controller and then a validation error message was displayed with the following codes: 010085 040201 030200 080800 0a0200 on that validation error message the rep pressed exit workflow. The caller indicated that he could not interrogate the patient's device. The caller also noted that the patient controller could communicate with the ipg and displayed information that he has not seen before, the controller displayed pain area 1, pain area 2, pain area 3, and pain area 4. Tec services reviewed information with the caller. The caller indicated that he did not have time to provide the log files at the time of the call but indicated that he will call back to work with mobility on that. The caller was going to have the patient attempt to charge the ins. Rep called back to confirm if there was any programming that could be done to allow patient to have amplitude increase and decrease. The validation error is still present on the tablet interrogation. It was reviewed unsure if anything could be done at this point except to capture both comm and log files. Tech services also suggested getting the files from the last successful interrogation and exit which currently are on a colleagues tablet.